Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture six weeks post implant. The patient's pulse generator was reprogrammed and normal capture thresholds were observed.